Event description:
During intraocular lens (iol) implant surgery, the surgeon noticed the haptic was broken after inserting the iol into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.